Manufacturer narrative:
H.6. Investigation: customer returned (1) loose 3/10cc, 12.7mm syringe. Customer states that the stopper was deformed and the customer couldn't read the scale accurately (measure drug properly). The returned syringe was examined and exhibited a deformed stopper in the barrel which could prevent the syringe from drawing properly. No defects were observed on the scale markings. A review of the device history record was completed for batch# 9294643. All inspections and challenges were performed per the applicable operations qc specifications. There were three (3) notifications [(B)(4)] noted that did not pertain to the complaint. Confirmed: bd was able to duplicate or confirm the customer¿s indicated failure (deformed stopper). Unconfirmed: bd was not able to duplicate or confirm the customer¿s indicated failure (scale issue). Process summary: automatic syringe assembly machine, which feeds 0.3ml, syringe components (barrel, stopper, plunger, needle assembly & cap) and assembles these components. This machine consists of a barrel cleaning dial, lubrication dial, plunger/stopper assembly dial, syringe assembly dial, and various inspections and transfer dials. DHR, l2l dispatches, logbook entries were looked at, nothing was found pertaining to this defect. There were zero (0) notifications noted that pertained to the complaint. Root cause for this defect cannot be determined. H3 other text : see h.10.

Event description:
It was reported that the bd ultra-fine¿ insulin syringe stopper was deformed, and the scale couldn't be read accurately. The following information was provided by the initial reporter, translated from japanese to english: "the stopper was deformed and the customer couldn't read the scale accurately (measure drug properly)."

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd ultra-fine¿ insulin syringe stopper was deformed, and the scale couldn't be read accurately. The following information was provided by the initial reporter, translated from (B)(6): "the stopper was deformed and the customer couldn't read the scale accurately (measure drug properly)."